Manufacturer narrative:
The insulin pump passed all operating currents tested with in specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and no low battery alert noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that received off no power alarm. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that the off no power alarm occurred less than a day from a low battery alert occurred. The customer stated that the battery cap was okay. The customer placed a new battery. The customer stated that the off no power alarm recurred. The insulin pump will be returned for analysis.